Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the lab. Interrogation of the device revealed the device was at end of service (eos) voltage level when received. A longevity calculation was performed and revealed the battery depletion was premature based on the device usage. Device image indicated normal current drain during implant period and no high current drain sources were observed throughout bench and environmental stress testing. The telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and revealed to be normal. The battery analysis by the manufacturer revealed the battery was normal. The cause of premature battery depletion could not be determined.

Event description:
It was reported that a sharp drop in remaining longevity was observed on the device. Abbott technical support was contacted and alleged the event was due to premature battery depletion. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.